Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -7.0/1.0/134 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.